Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that cubie lid did not open. A field service engineer reseated pyxibus module control cable and both drawers controller cables. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system drawer had an issue with the solenoid. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.